Event description:
It was reported that when using the bd pyxis¿ medflex 1000 drawer failed to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer did not open. A technical support specialist (tss) connected to machine, had the customer login and confirmed that the customer was able to issue the item successfully. The system functioned as intended after the technical support specialist assessed the device.